Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" ). Additional information will be submitted within 30 days of receipt.

Event description:
Info received from the affiliate states that there was a vessel dissection with slowing of blood flow noticed during flouro. The event was treated with heparin and warfarin. The pt condition at this time is unknown. Please note that multiple attempts to acquire add'l pt and procedural info have been attempted and have been unsuccessful. As per the qualrap, add'l info will be forthcoming.